Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. It was reported that the x-ray showed no movement of leads, so cause was not determined. The stimulation changing and being higher in the ribs was reported to be resolved. Information was co nfirmed with the account/physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostim ulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient had many falls in the past but a fall last month made the stimulation pattern change some, and another fall last week really changed the stimulation pattern with the stimulation being higher up in the patient's ribs. The patient complained of their feet feeling numb (previous medical condition for which the patient got implanted and occurred before implant) and that causes the patient to stumble and fall frequently. Impedances were checked and were fine. The healthcare professional sent the patient for x-rays on the day of the report to check for lead movement. The rep was able to reprogram the patient and get good stimulation in their legs and feet with just a little rib stimulation which the patient stated was tolerable. It was noted that the issue was not resolved at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) serial# (B)(4) implanted: (B)(4) 2016: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the patient's x-rays showed minimal movement of one lead (approximately 4 mm). The patient was still receiving good coverage and no surgical intervention was planned at the time. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the patient would be having a pocket revision and/or battery replacement on (B)(6) 2018. It was reported that the patient had significant weight loss.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial#: (B)(4), product type: lead. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that patient was just implanted with new device. Patient was asked the reason for replacement. Patient said he had a bad fall in march and landed on an object and injured himself. Patient went to the health care professional (hcp) and they took x-rays which determined the electrodes on the leads had moved to different positions compared to the original locations. Patient said he fell again in april and landed on the right side (where ins was implanted). Patient also mentioned that he has lost 40 or 50 lb after changing his diet. Patient said he met with local manufacturing representative (rep) who the patient's implant site and determined the ins had sifted in the pocket. Patient was also having pain at the ins site because of the shift of the ins . Hcp looked at it and said they would have to have to revise the pocket. Hcp later replaced the ins and revised pocket. Patient was asked if the leads were revised, and the patient said he had other falls afterwards and hcp took imaging before the ins replacement. Hcp determined that the leads were then back to the original location. Patient said the leads must have moved back into place when he fell again. Patient also stated that the new ins seems to control his pain much better than the previous ins. Patient noted the stimulation is stronger with the new ins. Patient said the old device only helped his pain maybe 40 to 50%, and it had always been that way. Patient indicated the revision of the old device has occurred ((B)(6) 2018). Surgery has already been conducted to resolve the issue. Additional information was received from the manufacturing representative (rep). It was reported that patient had battery replaced. Patient had lost significant amount of weight and was having a very difficult time recharging battery. Patient denies any other complaints at this time. Rep also stated that the ins was discarded by account and will not be returned to manufacturer for analysis. No patient symptoms or complications were reported in this event.